Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose levels. His blood glucose level went over 600 mg/dl. The customer was treating his blood glucose level with the insulin pump. The insulin pump alarmed no delivery. The high pressure test passed. The alarm was resolved with a complete set change. The device was not returned.